Event description:
This report is for one (1) 3.5mm cortex screw self-tapping 12mm.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D2: additional procode: hrs, jds. Visual inspection: the returned screw was found in a used condition with mechanical damages at the threaded shaft, such as marks and scratches on the surface.the screw recess is intact. All features related to the reported complaint condition were reviewed and no other issues were identified functional test / dimensional inspection a functional and dimensional test is not appropriate, since all complaint-relevant dimensions can no longer correspond to the valid technical drawings specifications due to the damage incurred. Document/specification review the manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Furthermore, as indicated in the manufacturing documents, the correct material (1.4441) was used was used according iso 5832-1 summary: the complaint condition of screw migration could be confirmed based on the provided x-rays. This lot of 239 pieces was manufactured in may 2019 and we are not aware of any other complaint for this part- and lot number combination. While no definitive root cause could be determined, it is likely, that the migrated screw was not inserted aligned into the corresponding hole during insertion procedure. By this situation, the screw thread got inevitable damaged which finally resulted in the malfunction of the device. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device history lot part: 204.812, lot: 4l67561, manufacturing site: mezzovico, release to warehouse date: may 20, 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Event occurred on an unknown date in 2020. 510k: this report is for an unknown screw:trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an ankle surgery on (B)(6) 2020, the surgeon placed a locking compression plate (lcp) distal fibula plate in the patient. Thirteen (13) days later he saw the patient and the proximal screws had migrated. Revision surgery took place on (B)(6) 2020 where the implant was removed from the patient. The outcome of the procedure is unknown. There is no further information available. Concomitant devices reported: lcp distal fibula plate (part# 02.112.140, lot# unknown, quantity# 1), unknown screws (part# unknown, lot# unknown, quantity# 5). This report is for one (1) unk - screws: trauma. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary: customer quality investigation: the implant(s) was not returned, and the investigation will be completed based on the supplied image(s) from the attachment(s) of the product complaint. The image(s) was reviewed, and it can be seen that the implanted proximal screw has migrated from the bone thus conforming the complaint. As the implant(s) was not returned an as received, dimensional, material or drawing reviews are not applicable. A manufacturing record evaluation could not be performed as the lot number could not be determined from the image. There is no indication that a design or manufacturing issue contributed to the complaint as the circumstances during the time of the event are unknown. No new malfunctions were observed during this investigation (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.